Event description:
It was reported that during preparation for an ptca procedure, the device pouch was found on contain foreign material. After opening the sterile package for the maverick2 monorail balloon catheter, the physician noted that there was a hair inside the pouch. The device was not used in the procedure. There was no pt contact. The procedure was completed with a different device.